Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device froze when providing a defibrillation shock and the shock was not delivered to the patient. The customer advised that the device was powered off and back on and then the device was able to shock the patient successfully on the second attempt. This issue is patient related; however the customer advised there was no adverse patient outcome. The patient was stable.

Event description:
The customer contacted physio-control to report that their device froze when providing a defibrillation shock and the shock was not delivered to the patient. The customer advised that the device was powered off and back on and then the device was able to shock the patient successfully on the second attempt. This issue is patient related; however the customer advised there was no adverse patient outcome. The patient was stable.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly, however cause was not determined.